Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The packaging was not received for analysis; therefore, the complaint could not be confirmed. The packaging records were reviewed and no discrepancies were found during the process.

Manufacturer narrative:
(B)(4). The sample was inspected for foreign matter and an insect was confirmed inside the package. The defect was observed under magnification and it was determined that the compressed insect was adhered to the tyvek on the adhesive side. It appears that the insect was embedded in the adhesive coating itself, indicating that the insect was introduced into the material at the raw material supplier site. A potential cause of the event is that the insect contamination occurred during the slitting process and was isolated to a single roll. A review of the packaging records was performed and the product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that before an open ileal conduit, a foreign matter (insect) was found in the sealed package. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.